Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿the generator could not deliver the desired strength¿. Impedance check showed high impedance. The patient has not been scheduled for a revision yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.